Event description:
It was reported that the patient presented in a non-clinical environment. The patient called that the remote transmitter sparked when plugged to power. The reported transmitter was abandoned and a new transmitter was ordered. There were no patient consequences.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.